Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an access port from a lap-band device was explanted for an unk reason. Further f/u with the health professional noted the replacement of a lap-band device as it was malfunctioning. During the replacement surgery, a "vortex titanium port [was] inserted." Once removed, the health professional discovered "a hole in the posterior tubing that connects to the port."